Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open and wet wound with a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided a treatment for the skin irritation. Follow up indicated that the skin irritation improved.